Manufacturer narrative:
Model number/catalog number: sc-2317-70; serial number: (B)(4); model/catalog description: infinion cx lead kit, 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not feel the stimulation anymore due to lead migration. It was noted that the lead migrated back to the insertion point. The patient underwent an explant procedure wherein the leads were removed.